Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the ventricular lead was showing out of range lead impedance. The physician elected not to use the lead after repositioning the lead was attempted several times. New lead was implanted successfully, and all parameters of the ventricular lead were optimal. The patient was in stable condition.

Event description:
New information received notes that the ventricular lead exhibited high impedance.